Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), perforation ("perforation"), device dislocation ("migration") and bladder injury ("bladder damage") in an adult female patient who had essure (batch no. 13379 , 13378) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and pelvic pain ("pain / pain"). The patient was treated with surgery ((B)(6) 2015, bilateral salpingectomy), surgery ((B)(6) 2015, bilateral salpingectomy) . Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, perforation, device dislocation, bladder injury and pelvic pain outcome was unknown. The reporter considered bladder injury, device breakage, device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: essure implant on (B)(6) 2015. Surgery to remove essure on (B)(6) 2015 (inconsistent dates). Concerning the injuries reported in this case, the following one were reported via social media pelvic pain. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received .reporter and patient demographics were added. Lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing"), fallopian tube perforation ("perforation"), device dislocation ("migration") and bladder injury ("bladder damage") in an adult female patient who had essure (batch no. D13378) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and pelvic pain ("pain / pain"). The patient was treated with surgery (bilateral salpingectomy)). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, bladder injury and pelvic pain outcome was unknown. The reporter considered bladder injury, device breakage, device dislocation, fallopian tube perforation and pelvic pain to be related to essure. The reporter commented: essure implant on (B)(6) 2015. Surgery to remove essure on (B)(6) 2015 (inconsistent dates). Concerning the injuries reported in this case, the following one were reported via social media: pelvic pain. 13378- valid, 13379 -invalid lot number. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-aug-2018: quality safety evaluation of product technical complaint. Event perforation was recoded with fallopian tube perforation, pt updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing'), fallopian tube perforation ('perforation'), device dislocation ('migration') and bladder injury ('bladder damage') in an adult female patient who had essure (batch no. 13378) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant), pelvic pain ("pain / pain"), overweight ("30 lbs over weight") and scar ("scar tissue on my uterus") and was found to have blood pressure abnormal ("high risk bc of blood pressure"). The patient was treated with surgery ((B)(6) 2015, bilateral salpingectomy and (B)(6) 2015, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, fallopian tube perforation, device dislocation, bladder injury, pelvic pain, overweight, scar and blood pressure abnormal outcome was unknown. The reporter considered bladder injury, blood pressure abnormal, device breakage, device dislocation, fallopian tube perforation, overweight, pelvic pain and scar to be related to essure. The reporter commented: essure implant on (B)(6) 2015. Surgery to remove essure on (B)(6) 2015 (inconsistent dates). Concerning the injuries reported in this case, the following one were reported via social media pelvic pain. 13378- valid, 13379 -invalid lot number the following information was received from social media scar tissue on my uterus, 30 lbs over weight, high rick bc of blood pressure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. Event added- scar tissue on my uterus, 30 lbs over weight, high risk bc of blood pressure. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation"), device dislocation ("migration"), device breakage ("fracturing") and bladder injury ("bladder damage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), bladder injury (seriousness criterion medically significant) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the perforation, device dislocation, device breakage, bladder injury and pelvic pain outcome was unknown. The reporter considered bladder injury, device breakage, device dislocation, pelvic pain and perforation to be related to essure. The reporter commented: essure implant on (B)(6) 2015. Surgery to remove essure on (B)(6) 2015 (inconsistent dates). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.